Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. A review of the controller log files associated with the event captured in (B)(4) confirmed the high watt alarms. A rise in power consumption has been observed starting (B)(6) 2016 to a peak of 11.3w on (B)(6) 2016 outside normal operating range. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Serious and life threatening adverse events, including death, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed a rise in power consumption on the reported event date; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, the most likely root cause for high power event can be attributed to external factors like thrombus formation. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted with high watts with an international normalized ratio 1.27. Tissue plasminogen activator was started on (B)(6) 2016 with a total dose of 63-mg. The patient eventually died.